Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Not returned to the manufacturer.

Manufacturer narrative:
The manufacturer previously received information alleging a ventilator inoperative condition occurred. The device was returned to a third-party service center for evaluation and the customer's complaint was not duplicated. The device operated and alarmed as designed.